Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the distal lv (low voltage) electrode of the lead was covered in blood, the outer insulation of the lead was extrinsically breached due to a cut, and the visual summary analysis indicated apparent explant damage. It was also noted in the analysis comments that the number of turns to extend and retract the helix is greater than specification due to dried tissue/body fluid in the sleevehead. This is not a lead failure.

Event description:
It was reported that the atrial lead's thresholds had been rising and that the lead had no capture at high output. Fluoroscopy revealed that the lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 507652 implantable pacing lead - implanted (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.